Manufacturer narrative:
The insulin pump passed self-test, displacement test and rewind basic occlusion test. However, the insulin pump was unable to prime unit during the prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test. The insulin pump was received with vibrator alerts functioned properly. No vibrator alert noted. The insulin pump was received with minor scratches on lcd window and missing end cap sticker.

Event description:
Customer called to report that the insulin pump experienced a vibrator anomaly. Customer stated that the insulin pump does not vibrate. It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was 630 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.